Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ pain/ lower abdomen pain(mild)"), menorrhagia ("prolonged menses/abnormal bleeding menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 999, (B)(6) 2010) and lumpectomy (breast cancer). Concurrent conditions included overweight, anxiety, diarrhea and breast cancer. Concomitant products included cholecalciferol (vitamin d). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic region pain (mild to severe)"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with solpadeine (tylenol 1) and surgery (underwent a bilateral cornual implantation with essure removed). Essure (ess205) was removed on (B)(6) 2008. In (B)(6) 2008, the abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. At the time of the report, the menstrual disorder had resolved and the allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the right tube was then similarly sterilized and on the right side there were 3 coils extending into the uterine cavity. The left tube sterilized first by placing the essure device into the tubal ostia and according to protocol completed the. Procedure on the left with 8 coils being noted into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received . Product indication updated. New event dysmenorrhea added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain/ pain/ lower abdomen pain(mild)"), menorrhagia ("prolonged menses/abnormal bleeding menorrhagia)"), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (20oct1999, 27jan2010) and lumpectomy (breast cancer). Concurrent conditions included overweight, anxiety, diarrhea and breast cancer. Concomitant products included colecalciferol (vitamin d). On 5-jan-2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic region pain (mild to severe)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with solpadeine (tylenol 1) and surgery (underwent a bilateral cornual implantation with essure removed). Essure (ess205) was removed on 25-mar-2008. In april 2008, the abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. At the time of the report, the menstrual disorder had resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the right tube was then similarly sterilized and on the right side there were 3 coils extending into the uterine cavity. The left tube sterilized first by placing the essure device into the tubal ostia and according to protocol completed the. Procedure on the left with 8 coils being noted into the intrauterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical records received. Events were added per pfs: the event pelvic pain, vaginal haemorrgae, allergy to nickel added. Patient demographics, medical history, concurrent conditions, concomitant medications were added. Reporters were added. Abnormal bleeding, pain, dyspareunia, are completely resolved approximately 4 weeks after removal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe lower abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a bilateral cornual implantation with essure removed). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the abdominal pain, menstrual disorder, menorrhagia and dyspareunia had resolved. The reporter considered abdominal pain, dyspareunia, menorrhagia and menstrual disorder to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.